Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2001. Product event summary : the medial portion was returned, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular lead was returned, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.